Manufacturer narrative:
Event evaluation: still under investigation.

Event description:
A (B)(6) male patient underwent aaa repair with right approach. Proximal neck length was slightly less than 40mm and access in both right and left was approximately 8.0mm. Patient was suitable for endovascular repair and the procedure was conducted as labeled. Mainbody was placed first with right approach, then both contralateral and ipsilateral iliac leg grafts were placed with no problem. After post balloon dilation, a proximal type I was observed with final confirmatory angiography. Ballooning was performed again for sealing, but the endoleak remained. Then, extension device was placed proximally. Angiography showed that the endoleak was not resolved. Angiography taken in the graft confirmed endoleak looked like type iii due to defect on the graft. Also, it confirmed antegrade drastic blood flow into the lumber artery and flow into the aneurysm. Additional placement of another extension was considered, though the physician decided to take a wait-and-see approach since previously used stent grafts were placed already proximally. There have been no adverse effects to the patient reported. As of (B)(6) 2014, a 1 week follow -up CT confirmed that the endoleak was resolved. However, the dr will continue to watch the patient carefully.